Event description:
According to the reporter, a capsule failed to attach. The capsule was removed endoscopically with a snare and there was a small amount of tissue removed with the capsule. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. The vacuum pump was and the vacuum pressure when testing pre-procedure and during placement was 700 mmhg. No lubricant (if any) was used to facilitate capsule replacement.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. Visual inspection revealed that the plunger was stuck and not fully released. The IFU for this device states, press down on the plunger with a swift and smooth motion to actuate the delivery device mechanism. Pressing down on the plunger too slowly may result in the capsule not properly attaching to the patient¿s esophagus or not detaching from the delivery device. Do not rotate the plunger while depressing it. This was determined to be a user error. If information is provided in the future, a supplemental report will be issued.